Event description:
It was reported that this pacemaker reverted to safety mode. A replacement procedure was scheduled. There is no evidence that this procedure has been performed as of now. Technical services (ts) discussed safety mode settings and discussed that urgency of the generator change is driven by patient symptoms and risk. This device remains in service. No adverse patient effects were reported.